Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch pcq539, xaeh7222h19 and no non-conformance's were identified. To date, the device has not been returned. If the device or further details are received, a supplemental medwatch will be received. Additional information was requested and the following was obtained: patient¿s current status? Well were there any unexpected outcomes or complications as a result of removed the original stitches? No. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
It was reported that a patient underwent a left subtotal thyroidectomy on (B)(6) 2020 and suture was used. During the procedure, the suture pulled off the needle while closing the second incision. The stitches were removed and another like device was used to complete the procedure. There were no adverse events or patient consequences reported. Additional information was requested.